Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional peripheral procedure with a 6f sheath. Reportedly, after plunger removal, the footplate was difficult to close and got stuck in the patients anatomy. Resistance was noted after the footplate lever was collapsed and device was attempted to be pulled back through access site. The prostyle device was intentionally ¿cracked open in order to manually close the footplate and to remove the device but removing the device was still unsuccessful. A vascular surgeon was called in to perform surgical intervention to remove the footplate. A cutdown surgery was performed to remove the device, without incurring any vessel damage. Hemostasis was achieved via cutdown with manual suturing. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is likely tissue, or vessel was caught by the foot during closure. This may occur if the foot is in the access site. The method to release this is to reopen the foot, push the device forward to ensure a pulsatile mark is visible then close the foot. However, when the foot does catch tissue, the foot may surf distally and lock into an open position or come out of the guide. If the ¿lock¿ occurs, then the attempt to move the foot by operating the lever will not work as the design of the lever mechanism inside the handle is pliable above a level of resistance. If the ¿come out of the guide¿ occurs, then a surgical procedure would be likely required as the foot would be free floating off the actuator wire with no guide to steer it to close. Any of the above conditions with the foot will contribute to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.